Event description:
It has been reported to philips that image storage was unavailable, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia treatment was delayed for 30 minutes and completed without the need of x-ray as the issue was identified in the mid-case. The philips field service engineer (fse) inspected the system onsite and confirmed that the system image storage was unavailable. Review of system log file showed frontal ippc malfunction. Upon troubleshooting, fse found that the live x-ray screen went black, and the two system reboots does not resolve the issue. Fse replaced the defective ippc and hard drives as it had a problem with drive bay power board, the defective ippc returned to philips for further analysis. The analysis confirmed that the no display issue was due to defective motherboard. Following the replacement of ippc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.